Event description:
The user facility reported that the angio-seal device was inserted per the instructions for use (IFU) on withdrawal of introducer sheath footplate of closure device had failed to deploy. Hemostasis was achieved with manual compression. The device was subsequently cut open to confirm footplate still retained within introducer sheath and no foreign body therefore retained in patient. Ultrasound scan (uss) confirms artery patent post hemostasis with manual compression. There was no harm to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. E3: occupation: unknown. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the sample was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip preventing proper deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).